Event description:
Customer reported negative result for the leukocytes on the instrument where as microscopic result for leukocytes was positive. There was no report of injury due to this event.

Manufacturer narrative:
Customer replaced the pipette, ran a calibration and ran quality controls. Quality control results were in range. Instrument is operational.